Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the smart device displayed an error message for low transmitter battery. The transmitter has been received for evaluation. An external visual inspection was performed and the transmitter passed. A voltage test was performed and the failed as it had no voltage. Review of the log data was performed and transmitter failure error was observed. The reported issue of low transmitter battery confirmed via log review. This complaint is reportable based on the finding of transmitter failure error. A probable cause could not be determined. No additional patient or event information is available.